Event description:
A zoll patient service rep (psr) contacted zoll customer support while fitting a (B)(6) male patient to report that the patient's electrode belt connector would not "stick in" the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged e-belt connector) has been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent, preventing the e-belt from connecting to a monitor. The root cause of the bent pins cannot be positively identified but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.